Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with fasting test results from results obtained of 155, 228, 141, 124 and 155 mg/dl. The customer¿s expected fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 01/31/2027 and open vial date is (B)(6) 2025. The meter memory was reviewed for previous test result history: result 1: 155mg/dl. Date: (B)(6) 2025. Time: 6:03am fasting am. Result 2: 228mg/dl. Date: (B)(6) 2025. Time: 4:23am fasting am. Result 3: 141mg/dl. Date: (B)(6) 2025. Time: 7:27am fasting am. Result 4: 124mg/dl. Date: (B)(6) 2025. Time: 6:56am fasting am. Result 5: 155mg/dl. Date: (B)(6) 2025. Time: 10:55pm fasting pm.